Event description:
It was reported that one of the catheters came out due to the cuff not adhering to the tissue. The device was tunneled using the tunneling device provided. The access site was the "ij". The device was in longer than one month. The doctor stated that when the dr opened the pt there was no tissue granulation forming.